Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The patient effect of occlusion is listed in the electronic perclose proglide instructions for use (eifu) as potential adverse events of use of the device. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B3, b6: dates estimated. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery (cfa) using the pre-close technique hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. The suture of two proglide devices were successfully pre-placed. The sheath was upsized to a 14f, and the interventional procedure was completed. Hemostasis was achieved after tightening the knots. Reportedly post procedure, a total occlusion of the cfa was identified. Using a non-abbott guidewire, flow was restored with a plain old balloon angioplasty and a cutting balloon resulting in 10% residual stenosis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Specific patient information is documented as unknown. Details are listed in the article, titled "percutaneous management of vessel occlusion caused by suture-based closure devices: a case series and benchtop model". No additional information was provided.